Manufacturer narrative:
(B)(4). The date of occurrence has been estimated as (B)(6) 2014, the date of publication. The promus device referenced is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Death is listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported through a research article identifying that the xience v and promus stents may be related to death. Specific information is documented as unknown. Details are listed in the attached article, titled long-term safety and efficacy of second-generation everolimus-eluting stents compared to other limus-eluting stents and bare metal stents in patients with acute coronary syndrome.